Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, when inducing ventricular fibrillation (vf) the extravascular (ev) lead exhibited undersensing on the r1-can vector. A manual defibrillation shock of 30 joules (j) was given but failed to convert the rhythm, and the patient was defibrillated externally. During a retest several days later, vf was induced with the r1-r2 sensing vector. The sensing was good; however, both the 30j and 35j shocks failed. Finally, a test was performed with a 40j shock which was successful. It was further noted that right after implant, the pacing impedance was very low; however, the value stabilized the following day to normal values. The patient was hospitalized. The ev lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.